Event description:
According to the initial information received, the physician measured the patient's defect using echocardiography and fluoroscopy; the defect measured 6mm at the narrowest duct via echocardiography so the physician used a 10/8mm amplatzer duct occluder (ado). When the device was detached, it seemed to be positioned well; however, as the procedure was concluding, suddenly the ado fell into the right atrium. The embolized ado was retrieved using a snare. After the procedure was complete, the patient declined further treatment at that hospital and discharged himself. The patient's status was reported as good.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f torqvue loader without any deformities. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.